Event description:
It was reported that patient presented for routine generator change procedure. During procedure, it was noted that patient's right ventricular (rv) lead was fractured. Pacing inhibition was also noted. The lead was capped and replaced on (B)(6) 2204. There were no patient consequences.